Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pain/lower pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("left lower abdomen pain by ovary"), adnexa uteri pain ("left lower abdomen pain by ovary") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (partial) and removed essure). Essure was removed in 2014. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the abdominal pain lower, adnexa uteri pain and psychological trauma outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, dysmenorrhoea, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain. Discrepancy noted in removal date- 2010, 2014. Insertion date: 2011 (as reported , discrepancy noted), removal date: 2015 (as reported, discrepancy noted). In 2011, the patient underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: performed, however, result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received : the event "device monitoring procedure not done" deleted in the current follow up as patient had performed essure confirmation test. Outcome of pelvic pain and dysmenorrhea was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pain/lower pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included linaclotide (linzess). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("left lower abdomen pain by ovary"), adnexa uteri pain ("left lower abdomen pain by ovary"), psychological trauma ("psych injury") and complication of device insertion ("unilateral essure"). The patient was treated with surgery (oopherectomy, hysterectomy (partial)/cystoscopy/biateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the abdominal pain lower, adnexa uteri pain, psychological trauma and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, complication of device insertion, dysmenorrhoea, pelvic pain, and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain. Discrepancy noted in removal date- 2010, 2014, (B)(6) 2015 and (B)(6) 2014. Discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2010. In 2011, the patient underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: performed, however, result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received. Event: unilateral essure added. Concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pain/lower pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included linaclotide (linzess). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("left lower abdomen pain by ovary"), adnexa uteri pain ("left lower abdomen pain by ovary"), psychological trauma ("psych injury") and complication of device insertion ("unilateral essure"). The patient was treated with surgery (oopherectomy , hysterectomy (partial)/cystoscopy/biateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the abdominal pain lower, adnexa uteri pain, psychological trauma and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, complication of device insertion, dysmenorrhoea, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain. Discrepancy noted in removal date- 2010, 2014, (B)(6) 2015 and (B)(6) 2014. Discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2010. In 2011, the patient underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: performed, however, result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pain/lower pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included linaclotide (linzess). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("left lower abdomen pain by ovary"), adnexa uteri pain ("left lower abdomen pain by ovary"), psychological trauma ("psych injury") and complication of device insertion ("unilateral essure"). The patient was treated with surgery (oopherectomy , hysterectomy (partial)/cystoscopy/biateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the abdominal pain lower, adnexa uteri pain, psychological trauma and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, complication of device insertion, dysmenorrhoea, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain. Discrepancy noted in removal date- 2010, 2014, (B)(6) 2015 and (B)(6) 2014. Discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2010 in 2011, the patient underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: performed, however, result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("left lower abdomen pain by ovary") and adnexa uteri pain ("left lower abdomen pain by ovary"). The patient was treated with surgery (on 01 jan 215 hystectomy (partial) and removed essure). Essure was removed in 2014. At the time of the report, the pelvic pain, psychological trauma, dysmenorrhoea, abdominal pain lower and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, dysmenorrhoea, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain. Discrepancy noted in removal date- 2010, 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : reporter information updated. Events added- dysmenorrhoea, abdominal pain lower, adnexa uteri pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Partial) and removed essure). Essure was removed. At the time of the report, the pelvic pain and psychological trauma outcome was unknown. The reporter considered pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : psych injury, severe pain, did not undergo essure confirmation test.reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.